Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medication order did not cross over to pyxis. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the order had not crossed over to pyxis. A technical support specialist dialed into the server and verified that everything appeared to be in order. Further confirmation was obtained, indicating that the issue had been resolved and the orders were crossing over correctly. Based on this, approval was given to close the case. The system functioned as intended after the technical support specialist repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, medication order did not cross over to pyxis. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.